Event description:
The user facility reported that while a patient was present on the table, the table would not lock. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the surgical table and found that the floor lock feet required adjustment. The floor lock feet were not making contact with the floor properly allowing the wheels to remain on the floor. The technician adjusted the floor lock feet, tested the table and returned it to service. No additional issues have been reported.